Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. Unit received with a worn shock cushion. The handle was difficult to lock. The teeth on the 6-inch transitional were worn and needed to be replaced. The threads on the adjustment wrench were worn. The reported complaint confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00122. A facility reported that the gold handle on the mayfield ultra base unit (a2101) was grinding and hard to lock. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.